Manufacturer narrative:
During the repair process it was found that the trigger housing was cracked. The device was repaired and returned to the account. The quality engineer reviewed the failure and determined that the cracked trigger housing could cause the trigger to push against the e-box causing it to leak silicone.

Event description:
It was discovered during the repair process that the ebox was leaking an undescribed fluid. There were no adverse consequences related to this event.